Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a 7 fr launcher guide catheter was used to treat severe stenosis and severe calcification in the ostium of the left anterior descending artery (lad) and in the left circumflex artery. Pci was started via right radial artery. When advancing the guide catheter resistance was felt in the right upper arm. Two non medtronic guide wires were inserted together as a two wire technique. The initial angiogram showered timi flow grade 0, abrupt occlusion proximal lad. St elevation occurred in electrocardiogram. It was reported that the patient started complaining of severe chest pain and was in a status of cardiogenic shock. An intra aortic balloon counter pulsation was inserted immediately. A non medtronic aspiration catheter was used for thrombus aspiration. Timi flow grade 3 was acquired by angiography. A drug eluting stent was placed successfully, the patients hemodynamics became stable and his electrocardiogram was normalized. It was reported that the pathological diagnosis confirmed that the aspiration material was tunica intima and tunica media with smooth muscle cells in muscular artery. The literature hypothesized that it is possible that the launcher guide catheter stripped off the arterial media of the right upper arm and this stripped material was pushed into the lad by the guiding catheter during the first angiogram and then occluded in proximal lad suddenly.

Manufacturer narrative:
Additional information: the physician has stated that they do not consider the event to be caused by the launcher. The physician has stated that the event was due to excessive force during delivery of the device at the right upper arm where the vessel was severely tortuous and due to the continued use of the catheter after it peeled off tunica intima from the artery. If information is provided in the future, a supplemental report will be issued.